Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient had a confirmed pulmonary embolism. The most recent cardiomems reading on (B)(6) 2021 had valid pulmonary artery morphology. It was unknown if the embolism was related to cardiomems. The patient was in stable condition.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that the patient is unable to obtain readings from the sensor due to the embolism. The patient has discontinued use of cardiomems.